Event description:
The treating doctor reported that the patient developed mobility on tooth #4, bone loss and lastly required extraction of this tooth. The patient required a bone graft, and an implant will be placed in the future. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The treating doctor confirmed that the extraction was not contemplated during treatment and believes the treatment could have aggravated the clinical condition. Align's clinical review of available records revealed that tooth #4 had undergone root canal therapy, was restored with a crown, and showed bone loss extending to the middle third of the root. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.